Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to medtronic for evaluation. Unable to determine cause of the reported event.

Event description:
It was reported by the patient who had surgery for implant of artificial cervical disc that the disc feels out of place and still continues to have pain. The patient states that the surgeon said that she is recovering normally and would continue to follow her.